Event description:
Rptr noted the surgeon has observed pieces of plastic material in the pt's eye several times. Once, the plastic piece was not removed and an inflammatory reaction occurred. No intervention reported.